Event description:
This complaint is from a literature source. The following literature cite has been reviewed: cai l, zheng w, chen c, hu w, chen h, wang t. Comparison of young femoral neck fractures treated by femoral neck system, multiple cancellous screws and dynamic hip screws: a retrospectively comparison study. Bmc musculoskelet disord. 2024 mar 2;25(1):188. Doi: 10.1186/s12891-024-07319-y. Pmid: 38431562; pmcid: pmc10908085. Objective/methods/study data :the aim of this retrospective study aims to evaluate and compare the short-term outcomes associated with the use of the femoral neck system (fns), multiple cancellous screws (mcs), and dynamic hip screws (dhs) in treating femoral neck fractures in a young patient population. Between june 2018 to june 2021, a total of 120 patients were included in the study. Divided into 3 groups: fns (n=40). 29 male and 11 female. The mean age of 41.5±9.27, mcs (n=40). 30 male and 10 female. Mean age of 40.9±10.97, dhs (n=40). 31 male and 9 female. Followed up at 6 weeks, 3 months, 6 months, and 12 months postoperatively. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes femoral neck system (fns). Adverse event(s) and provided interventions possibly associated with unk - constructs: fns (qty 16). -nine patients with femoral neck shortening >5 mm at the latest follow up. Intervention: not reported. -one patient had wound superficial infection. Intervention: not reported. -two had internal fixation failure. Intervention: not reported. -four patients had a vascular necrosis of femoral head. Intervention: not reported.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.